Event description:
The customer reported that the technologist had found that the foot board (foot extension) had come off the table and was laying on the floor and the clip was broken. The philips field service engineer (fsr) confirmed there was no harm to a patient, operator or bystander. The fse stated that the customer did not want to purchase a new foot board and asked the fse to epoxy the clip back on which the fse did.

Manufacturer narrative:
(B)(4). We will file a follow up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On 06-feb-2015, the customer; (B)(6); reported that the foot extension has a broken clip and right side center panel has up button sticking, for their brilliance 64 slice CT system. The system was in clinical use when the issue was discovered. There was no rescan or reinjection required. The customer contacted philips service for assistance in resolving the issue. This complaint is associated with broken clip of the foot extension, reported by the customer. A complaint has been opened for the issue of the stuck button. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the customer site and evaluated the system. The fse confirmed there was no harm to a patient, operator or bystander. The fse was informed that the technician found that the holding clip of the foot board was broken. The fse determined that the cause of the event was due to plastic restraint. The fse informed the customer that the foot board needs to be replaced to resolve the issue. The fse repaired the clip in the foot board. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: design mitigations for prevention of the hazardous situations: system accessories have means to secure them to the patient support (table) top. Mechanical design per iec 60601-1 safety factor requirements. Design mitigations enabling human response: positive lock device for attachment, warning labels as appropriate on devices, loose extension latching can be detected by trained personnel during loading/unloading a patient for scanning. Guidance: labelling on the accessories indicate the maximum load, which could warn the user from overloading the accessory. Accompanying documents describe the load limits. Service instructions/manuals document proper handling, assembly techniques and quality checks. Service instructions/manuals document quality checks prior to initiating motions. The fse repaired the broken holding clip in the foot board. Based on the information provided, the cause of the issue could not be determined. However, the fse determined that due to the plastic restraint, the holding clip of the foot board broke.